Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed no delivery followed by a motor error during bolus. Customer's blood glucose was 102 mg/dl. Customer stated the device was not dropped four days prior to the motor error alarm occurring. The device was not exposed to an MRI. Customer does not use the sensor feature on the device. Customer was advised to discontinue use of the device and revert to back up plan. Customer declined troubleshooting for no delivery alarm. No further information reported.